Manufacturer narrative:
The associated device, used in treatment, was returned and evaluated. A visual inspection of the returned device could not confirm the stated failure mode. The device has scuffs and scratches. A functional evaluation of the returned device confirmed the stated failure mode. The locking mechanism of the device is worn. The device was manufactured in 2013 and shows signs of extensive use. A review of complaint history did not reveal additional complaints for the listed batch. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. This device is a reusable instrument that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary.

Event description:
It was reported that while using the left sizing guide during a tka procedure, the surgeon noted the external rotation paddles that seat under the posterior femoral condyles would not stay in place. The guide appears to be loose and is unable to be tightened. The surgeon was able to complete the surgery with the same device. No delay. No injuries or other complications were reported at this time. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.